Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the surgeon felt the e-200 generator was producing insufficient energy, which led to increased bleeding. The attempted energy usage affected the use of a fenestrated bipolar forceps (fbf) instrument and a monopolar curved scissors (mcs) instrument. An increase in monopolar and bipolar energy settings was adjusted; however, no change was observed. Compared to the da vinci xi surgical system, the surgeon claimed that she experienced increased difficulty managing the bleeding, creating increased unexpected blood loss for the procedure. The following information is unknown: the cause of the bleeding, the estimated blood loss associated with the event, and what specific intervention was rendered due to complication. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no new information has been obtained.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication and issue cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.